Manufacturer narrative:
Unknown wrench accessory lot# unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was doing well following the implant procedure.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. There was good stable output on the electrode pairs referenced to the case. A known good lead was fully inserted for testing. Final device analysis of the wrench revealed no anomaly. The wrench was found to be within specification.

Manufacturer narrative:
Analysis of ipg model 3058, (B)(4) showed no anomalies and was found functionally okay. A known good lead was fully inserted for testing without any issues. Visual inspection showed that the setscrew was backed out too far. Analysis of accessory wrench serial# unk showed no anomalies. Visual and functional tests were found okay.

Event description:
It was reported that during a surgical procedure the lead could not be inserted into the header block. After unsuccessful troubleshooting, a new ins was used, which resolved the issue. The patient was successfully implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.